Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: 0227213675, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen (500 mcg at 50.02714 mcg/day) via an implantable pump for unknown indications for use. It was reported that the abdominal scar wound was opening. Clinical examination showed a red abdominal scar laterally with thin skin where clearly the edges of the scar are somewhat apart with thin tissue still lying inside. The pump was not visible. A pump migration was noted. The lumbar wound also looks purplish red with mild swelling and some serous fluid on wound dressing. The parents asked to remove the pump and catheter. The entire system was explanted.